Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek pro ii meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 4.2 inr. At an unknown time on the same day, a venous sample collected from the patient was tested in the laboratory using the neoptimal method, resulting with a value of 2.56 inr. The patient's therapeutic range is 2.5 - 3.5 inr.